Event description:
Customer reported he kept switching the battery out and the insulin pump still was not working. Customer reported that sometimes the stays off and reads not enough power when the batteries are new. Customer reported the device was currently off. Customer's blood glucose was 218 mg/dl. Troubleshooting was performed. Failed battery test alarm and possible causes were explained to the customer. Customer does use correct battery. Customer stated that once he clears the alarm the device does not allow him set up the device, it locks and it won't bolus. Contacts are not missing or damaged, spring was there too. Customer had to go but called back. Customer stated he would call back again once customer had items to clean the battery compartment. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.